Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Refer to d10 for further details about the devices associated with this event. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to loss of osseointegration.